Event description:
The user facility reported that their vividimage surgical monitor was "floating in middle of procedure". No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage surgical monitor and found that the field monitor needed secured/tightened. The technician secured and tightened the field monitor, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.